Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached guidewire is confirmed and was cause appears to be use related. One disassembled 18 g powerglide pro was returned for evaluation. An initial visual observation showed use residue on the returned sample. The guidewire was observed to be detached from the guidewire coupler. No breaks were observed in the guidewire during tactile evaluation. A microscopic observation revealed no portion of the guidewire was protruding from the distal end of the needle. The device housing was disassembled, and the guidewire was pulled out of the needle cannula. A large amount of blood residue was observed on the guidewire. The weld tip of the guidewire was present and intact, and no damage was observed on the guidewire. Abrasive damage was observed on the proximal end of the guidewire coupler at the locations it would naturally come into contact with the guidewire; this indicates the guidewire was positioned correctly in the coupler at one point in time. While the returned guidewire was not found to be broken, the guidewire was observed to be detached from the guidewire coupler. This can occur if the guidewire is advanced against resistance, such as into tissue. A lot history review (lhr) of redn3867 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that, "attempt to pose a midline. Insertion of the material in the soft parts up to the vein. Advancement of the guide. The guide does not seem in intravenous situation, removal of the guide from the rest of the equipment. The guide detached (no particular maneuver or use of force) and remained in the soft parts of the patient (left arm). Radio control confirming the situation of the guide at the level of the soft parts. Risk of loss of the guide."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn3867 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that, "attempt to pose a midline. Insertion of the material in the soft parts up to the vein. Advancement of the guide. The guide does not seem in intravenous situation, removal of the guide from the rest of the equipment. The guide detached (no particular maneuver or use of force) and remained in the soft parts of the patient (left arm). Radio control confirming the situation of the guide at the level of the soft parts. Risk of loss of the guide."